Event description:
It was reported the lead was replaced due to oversensing and inappropriate therapies. No further patient complications were reported as a result of this event. Additional information provided by the hcp indicated the lead was capped and replaced due to a fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data disc review noted no anomalies found. It was reported the lead was replaced due to oversensing and inappropriate therapies. No further patient complications were reported as a result of this event. Additional information provided by the hcp indicated the lead was capped and replaced due to a fracture. No conclusion can be drawn lead(s), fracture of oversensing shock, inappropriate.